Event description:
Acetabular liner trial 2200-36e broke intraoperatively while screwing it into an implanted tritanium cluster cup implant. The threaded metal portion broke from the plastic portion with a piece of the plastic.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Acetabular liner trial 2200-36e broke intraoperatively while screwing it into an implanted tritanium cluster cup implant. The threaded metal portion broke from the plastic portion with a piece of the plastic.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.